Manufacturer narrative:
There has been a previous report received where stalling has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a vdw connect drive stopped during use; no injury reported.

Manufacturer narrative:
It was found the device handpiece (charging socket and housing broken) defective. Customer misuse/abuse. Usb socket usually breaks when using too much force when connecting a cable and the housing could be broken due to fall down - what is a well known defect.